Manufacturer narrative:
(H6) add codes- 4121, 213.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 40 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to address the issue and went to the emergency room. Customer was subsequently hospitalized and treated with intravenous fluids of saline and was discharged 1 day later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.